Event description:
The customer reported that the system displayed an "x-ray disabled" error message and shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply connectors were reseated and the voltage was adjusted. Also, the gib and ffb boards were reseated. The system was then found to be operating as intended.